Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot numbers 8215502 & 8215999. Our records show that this is the second instance of leakage for lot 8215502 and the only instance of lot 8215999 occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was subjected to leakage testing, the resulting leak was found in the valve port assembly. Based on the location of the leak, it was determined that the root cause for this event is an oversized component found on the interior of the adapter housing. We are addressing the issue through the implementation of manual inspections for cracks in the adapter head, we are optimizing our swaging process by increasing the depth of housing cavities to accommodate the component, and working with component manufactures to reduce the average size of the affected component. Customer confirmed that the leaks came from injection port; this failure mode was detected in other customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Root cause: injection valve leakage based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment (B)(4). CAPA 629955.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing had leakage from the assembling below the injection port during infusion.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8215502, medical device expiration date: 2021-07-31, device manufacture date: 2018-09-06. Medical device lot #: 8215999, medical device expiration date: 2021-07-31, device manufacture date: 2018-09-06. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd connecta¿ stopcock with valve & extension tubing had leakage from the assembling below the injection port during infusion.